Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed that the enclosure was dirty and cracked underneath the drain fitting. The main block and pole clamp were dirty. The line cord was old and worn. The reservoir tank cover was cloudy (the investigator was unable to see the internal tank). The unit had an old style pcb and drain fitting. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to power on) was confirmed during testing. The product problem was attributed to a broken power switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a faulty power switch. This component failure was identified as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that level 1 hotline low flow system (hl-390) failed to power on. No patient injury or complications were reported in relation to this event.